Event description:
States that the toilet safety frame is very wobbly states that she almost fell because of it. She purchased it from (B)(6) and they told her that it was installed properly. Spoke with rachel in tech services she advised that its supposed to be wobbly due to it not being bolted to the floor. Can not exchange due to the nature of the product. (B)(4) - spoke with end user who stated she does not feel safe on this product. I explained that she could call the provider back again and see if there is something else they could do. End user did state that she spoke with a salesperson there and they told her they could not exchange or refund her money but they could offer her another product which would be an additional (B)(6).